Event description:
The investigator indicated that the stent thrombosis, myocardial infarction and death events were possibly related to the study device.

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad. App roximately 15 months post index procedure the patient died. Cause of death is unknown. It is reported that the patient suffered a possible stent thrombosis the same day of death.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (stent thrombosis/death).

Event description:
It was reported that the patient suffered a myocardial infarction on same day as death.

Event description:
Cause of death is confirmed as sudden cardiac death.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).